Event description:
Original surgery performed in 2005. Two level fusion between l4 to s1. Follow-up 3 months later - pt appeared fine. Later it was determined that the screw at s1 separated in the pedicle area. Revision 3 months later. Sample not being returned for evaluation.